Manufacturer narrative:
Visual inspection of the returned introducer revealed blood on the inside the introducer. Damage was noted to the tip of the sheath. The root cause classification of the reported thrombus noted on the sl1 sheath is consistent with anticipated procedural complications as thrombo-embolism is a known physiological complication of the procedure and is noted within the IFU. The root cause of the tip damage is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using a fast cath transseptal introducer and a reflexion spiral catheter in the left atrium to perform pulmonary vein isolation, a thrombus was noted at the introducer/catheter interface. The pt¿s pre-procedure inr level was 1.9. A heparin bolus was given to the pt prior to inserting the fast cath introducer and the reflexion spiral catheter via transseptal puncture but an act level was not verified. Approximately 5 minutes after inserting the introducer, a clot was identified on transesophageal echocardiogram at the introducer/catheter interface. The catheter was removed from the pt without incident. The introducer was aspirated and the thrombus was removed. The procedure was successfully completed using the introducer with no consequences to the pt. Upon removal of the introducer following the procedure, the user noted deformation in the tip of the sheath.